Event description:
Patient reported since implant surgery, he continues to experience dizziness, nausea, headaches, and pain where the intrathecal catheter goes along his back. Manufacturer records indicate the infusion system was implanted in 2006 for chronic pain treatment related to failed back surgery syndrome. Additional information has been requested from the patient's physician regarding the reported events, and a follow up report will be sent when new information is received.

Manufacturer narrative:
Report being sent following internal audit.